Event description:
Catheter was placed in pt's lower (rl) extremity in 2004. The following month an attempt was made to remove the catheter from the pt at which time resistance was met and prophylactic measures were employed. A surgeon attempted to remove the catheter the following day at which time the catheter broke. The pt was transported to another hosp the following day for surgical intervention. The hosp reported that the catheter was ingrown - very sclerotic vein. A sample of the vein was taken.